Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were giving erroneous results. This occurred on 2 occasions after use. The following information was provided by the initial reporter: called the customer to follow up with her. She believed that her phlebotomist poured blood from the edta tube into the sst tube, causing the very high k+ and very low ca++. She did an experiment, where she had someone draw her blood and poured blood from the edta tube into the sst tube, and this resulted in very high k+ and very low ca++. There were no other occurrences of this situation with this sst tube, so her lab is documenting the erroneous results as due to the phlebotomist's actions material no. 367983, batch no. 9053662. It is reported erroneous results were experienced when using vacutainer. Received a call from a lead tech supervisor, getting erroneous results: high potassium results, calcium low, alk phosphate low. She also says she sees a funny precipitate at the bottom of the tube. Occurred on two tubes ran the same day (B)(6) 2019. Child- high potassium, 19 results. 2nd patient - potassium - 27, calcium low, alk phosphatase low. Spoke with the customer. She stated that there were 2 instances where the k+ was 29 and 19, and the ca was very low for both samples. Both samples were drawn by the same experienced phlebotomist of 17 years, that denies pouring the edta tube into the sst tube. These samples were drawn on the pediatric floor. The customer noticed white crystallization on the bottom on the centrifuged sst tubes. She stated that she will send me pictures, and will perform some follow up testing, and get back to me.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were giving erroneous results. This occurred on 2 occasions after use. The following information was provided by the initial reporter: called the customer to follow up with her. She believed that her phlebotomist poured blood from the edta tube into the sst tube, causing the very high k+ and very low ca++. She did an experiment, where she had someone draw her blood and poured blood from the edta tube into the sst tube, and this resulted in very high k+ and very low ca++. There were no other occurrences of this situation with this sst tube, so her lab is documenting the erroneous results as due to the phlebotomist's actions. Material no. 367983, batch no. 9053662. It is reported erroneous results were experienced when using vacutainer. Received a call from a lead tech supervisor, getting erroneous results: high potassium results, calcium low, alk phosphate low. She also says she sees a funny precipitate at the bottom of the tube. Occurred on two tubes ran the same day (B)(6) 2019. Child: high potassium 19 results . 2nd patient: potassium 27 calcium low, alk phosphatase low. Spoke with the customer. She stated that there were 2 instances where the k+ was 29 and 19, and the ca was very low for both samples. Both samples were drawn by the same experienced phlebotomist of 17 years, that denies pouring the edta tube into the sst tube. These samples were drawn on the pediatric floor. The customer noticed white crystallization on the bottom on the centrifuged sst tubes. She stated that she will send me pictures, and will perform some follow up testing, and get back to me.